Event description:
The customer called for help with her contour meter. While troubleshooting, it was discovered that segments were missing from the meter display. The customer was not aware of the missing segments, but no adverse events were alleged. The meter was returned for eval. A new contour meter kit was sent to the customer.

Manufacturer narrative:
The qa lab found all segments to be missing in the units position.